Event description:
The procedure was to treat a lesion in the mid left circumflex (mlcx) artery. Using a radial access site, the nc trek 2.5x12 mm balloon catheter was advanced and inflated in the mlcx to 12 atmospheres. After pre-dilatation, the percent stenosis was around 10-15. The 2.5x18 mm implant was advanced to the mlcx, but the implant was not deployed successfully after it was inflated to 6 atmospheres (atm). [Possible balloon rupture]. The complete device was retracted from the lesion and out of the patient's body. There was no additional dilatation or procedural changes. A non-abbott stent was successfully implanted and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: guide wire: bmw universal ii 190cm; guide cath: terumo 6f il 3.5. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device was returned for analysis. The reported balloon material rupture was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.